Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds no other reports against the provided product/lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Potential revision of pinnacle metal on metal bi-lateral patient. Date of revision to be confirmed. Reason for revision unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Information received from (B)(6). Potential revision of pinnacle ceramic bi-lateral patient. Date of revision to be confirmed. Reason for revision unknown. Update oct 18, 2017: additional information received. Update product information. This complaint was updated on: nov 03, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.